Manufacturer narrative:
(B)(4) , when investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer states that: "this morning when the system was switched on the velera generator was not getting ready. Fluoroscopy is not available".